Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that needles clog during flow check. Date of event: unknown. Sample status: awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2021. H.6. Investigation: customer returned (12) opened 32gx4mm bd pen needles without a tear drop label attached. The consumer reported found needles clog during flow check. All 12 returned samples were examined, and it was observed that 8 exhibited a bent non-patient end (npe) cannula, and 4 exhibited a broken npe cannula. No evidence of manufacturing related defects was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 12 samples were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent and broken after the customer handled the pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that needles clog during flow check. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows lot # : 0203824 ¿ device expiration date : 07/31/2025, device manufacture date : 07/21/2020. Lot # : unknown ¿ device expiration date : unknown, device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that needles clog during flow check. Date of event : unknown. Sample status : awaiting sample.